Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii second anchor could not be deployed. The case was completed using another ar-4501 meniscal cinch ii. This was discovered during a meniscal repair procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: the first anchor was removed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. Two unpackaged ar-4501 were received for investigation. Visual evaluation found devivce#1 the cannula was broken off at the distal end at the tip. It was also noted that the implant/sutures are still on the shaft damaged. Trigger#1 and #2 are not in the correct sequence. Visual evaluation of device#2 noted sutures broken off. Functional testing was not conducted due to the damage to the instruments. The most likely cause for the reported failure is a user error. Improper deployment sequence leading to cannula obstruction; implant may have never been deployed.